Event description:
The customer reported that the system was unable to perform fluoroscopic images. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.